Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away on (B)(6) 2017 but it is unclear whether it happened at the home, in the ambulance, or at the hospital. The caller stated the cause of death was diabetic ketoacidosis as the insulin pump did not alarm when the insulin was low which led the customer to go into diabetic shock . The caller indicated that the customer had a head cold that may have attributed to the customer's passing. The customer¿s blood glucose was through the roof at the time of death, per the caller. The customer was not wearing the insulin pump at the time of death, within less than 48 hours. The customer was off the pump as they were trying to fill a new reservoir because they had run out of insulin. The pump on the night of the customer's passing started acting like it was delivering when they entered carbs. The numbers started to go up on the pump and the customer did not get an alert that the pump had run out of insulin. The customer started seizing on the bed, and the paramedics worked on him and then took him to the hospital where they tried to administer treatment for 40 minutes. The customer had an "out of delivery" alert. The customer was not using sensors. The caller declined will return the insulin pump for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away on (B)(6) 2017 but it is unclear whether it happened at the home, in the ambulance, or at the hospital. The caller stated the cause of death was diabetic ketoacidosis as the insulin pump did not alarm when the insulin was low which led the customer to go into diabetic shock . The caller indicated that the customer had a head cold that may have attributed to the customer's passing. The customer¿s blood glucose was through the roof at the time of death, per the caller. The customer was not wearing the insulin pump at the time of death, within less than 48 hours. The customer was off the pump as they were trying to fill a new reservoir because they had run out of insulin. The pump on the night of the customer's passing started acting like it was delivering when they entered carbs. The numbers started to go up on the pump and the customer did not get an alert that the pump had run out of insulin. The customer started seizing on the bed, and the paramedics worked on him and then took him to the hospital where they tried to administer treatment for 40 minutes. The customer had an "out of delivery" alert. The customer was not using sensors. The caller declined will return the insulin pump for analysis.